Event description:
This is a report of peritonitis in a patient, coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis and was hospitalized for the event. However, the treatment was not reported. About three months later the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).since no sample was returned, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number gd892976 and gd893297. No exceptions were observed that were related to the reported condition.